Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was laggy and disconnected from the network. The technical support specialist (tss) dialed into device, accessed the command shell, and followed knowledge article "clean winsxs folder to free disk space (win10 devices only)" to clean the winsxs folder to free disk space. Tss ran gpup date /force and ipconfig /flushdns. After these steps, the registered nurse was able to log in without lagging. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the device lagged and disconnected from the network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.